Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain. The patient was treated with unspecified anti-inflammatory drugs for the event. Pd therapy was continued in the early stage of treatment. At the time of this report, pd therapy was discontinued. The cause of the event, hospitalization, and patient outcome were not reported. The reporter declined to provide additional information.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.